Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer resumed insulin delivery to resolve the occlusion; no pump supplies were changed. Customer's blood glucose was in the 200 mg/dl range. Customer continued to use pump for insulin therapy.